Event description:
It was reported to target that when this gdc-10 coil was being inserted into the micro catheter, it detached unexpectedly without any current. The pt was reported to be in good condition.